Event description:
It was reported that the patient's pacemaker was found in backup operation. No programming changes were made. The patient was stable throughout the procedure.

Event description:
New information received that pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to non maskable interrupt (nmi). Visual inspection found cautery mark on the can. Electrical testing and mechanical analysis performed did not find any anomaly.